Event description:
It was reported that the customer's insulin pump was dropped and she received a prime rewind alarm. Customer's blood glucose was 280 mg/dl. The drive support cap appeared normal. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.